Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the port catheter was allegedly kinked and could not be advanced into the patient's vein. It was further reported that the surgeon had to open a second port catheter kit to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the port catheter was allegedly kinked and could not be advanced into the patient's vein. It was further reported that the surgeon had to open a second port catheter kit to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport clearvue isp kit was returned for evaluation. Deformation was noted on one of the returned catheter segments. Based on this finding, the investigation is confirmed for the reported catheter kink. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include excessive force during manipulation and damage during manufacturing/packaging/shipping/handling. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 12/2019), PMA/510k device evaluated by MFR (results 1, conclusion 1).